Event description:
It was reported that the lv lead and rv lead dislodged. The lv lead was successfully repositioned, the rv lead dislodged again and was explanted.

Manufacturer narrative:
Combination product: yes.